Event description:
During a code, the nursing staff placed the pt into a trendelenburg position after which the movements of the bed were inadvertently placed in locked mode when the nursing staff attempted to raise the head of the bed. To the clinical staff the complexity of the controls prevented them from unlocking the movements of the bed, so they could place the pt into a flat position for CPR once the pt began to deteriorate.